Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual insulin therapy. The customer¿s blood glucose (bg) was 515 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy.